Manufacturer narrative:
Na.

Event description:
On (B)(6) 2016, the customer stated that they were having multiple issues with the bilirubin total gen.3 (tbil) assay on the c501 analyzer over the previous two days. The customer said that almost every sample had tbil results flagged with absorbance alarms and that most neonatal samples had tbil results with linearity flags. When the neonatal samples are diluted, most have results over 10.0 mg/dl. The customer provided data for five patient samples that had questionable results. Of the five samples, two had erroneous results that were reported outside of the laboratory. The first sample initially resulted as 1.266 mg/dl and this value was reported outside of the laboratory. The sample was repeated, resulting as 0.872 mg/dl. The repeat result was believed to be correct and a corrected report was issued. The second sample, from a (B)(6) male patient, initially resulted as 2.318 mg/dl and this value was reported outside of the laboratory. The sample was repeated, resulting as 1.363 mg/dl. The repeat result was believed to be correct and a corrected report was issued. The patients were not adversely affected. The tbil reagent lot number was 11667501, with an expiration date of 06/30/2017. The field service representative determined that the customer did not secure the rinse mechanism properly after maintenance had been performed. The rinse mechanism secure nut was loose. He tightened the nut. He also checked for proper detergent output to cells, checked gear pump pressure, checked probe alignments, and checked rinse levels; all were ok. He ran precision studies and these were within specifications. The customer verified that the system is working as expected now since the service visit.